Manufacturer narrative:
Other, other text: additional information h6. D5 is unknown. No information has been provided to date. Corrected information provided in b1 and h1. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information: no information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4).

Event description:
Information was received indicating that cuff filling hose" and the cuff to a smiths medical portex endotracheal tube emptied. Subsequently, the patient had to be intubated again with a new tube. There were no reported adverse patient effects.